Manufacturer narrative:
Plant investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of pd catheter blockage due to infection with subsequent hospitalization. However, there is no documentation of a causal relationship between the adverse event and any fresenius product(s). The patient was hospitalized for a catheter infection. It could not be confirmed if the infection was classified as peritonitis. Not all catheter infections result in peritonitis, early detection can minimize the risk of subsequent peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a follow-up call to technical support for patient line blocked message, it was reported to fresenius that the peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2021. The patient reportedly had a blocked pd catheter (not a fresenius product) which was removed. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2021 due to the blocked pd catheter. It was determined that the blockage was due to a catheter infection. The pdrn could not confirm if the infection had been categorized as peritonitis. The cause of the infection was unknown; however, there were no reported issues with the liberty select cycler or cycler set or other fresenius product(s) for this event. The patient¿s pd catheter was pulled. It could not be confirmed if the patient was transitioned to hemodialysis. The patient remains hospitalized; therefore, the pdrn does not have access to the patient¿s hospital records.

Event description:
During a follow-up call to technical support for patient line blocked message, it was reported to fresenius that the peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2021. The patient reportedly had a blocked pd catheter (not a fresenius product) which was removed. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2021 due to the blocked pd catheter. It was determined that the blockage was due to a catheter infection. The pdrn could not confirm if the infection had been categorized as peritonitis. The cause of the infection was unknown; however, there were no reported issues with the liberty select cycler or cycler set or other fresenius product(s) for this event. The patient¿s pd catheter was pulled. It could not be confirmed if the patient was transitioned to hemodialysis. The patient remains hospitalized; therefore, the pdrn does not have access to the patient¿s hospital records.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.